Event description:
Spontaneous report from patient stating his central line ripped out last night ((B)(6) 2021) and he went into hospital ((B)(6) medical center). Patient was off veletri for an unknown amount of time, no harm done to patient. No device replacement needed, pump did not malfunction. Patient reported after product fault occurred medical intervention provided in hospital. Patient did not start infusion again at home, went to hospital and is stable. Line replacement tomorrow ((B)(6) 2021). Cnss is bringing supplies to patient so he can be discharged from hospital. Infusion is life-sustaining. Event is ongoing. No further information. Reported to (B)(6) by pt/caregiver.